Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 254 mg/dl. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with constant pump error 38 during rewind due to unlocked motor flex connector on the printed circuit board however, reconnected the motor flex connector on the printed circuit board and the motor was able to complete the rewind test. No unexpected pump error 38 noted after reconnected the motor flex connector on the printed circuit board. Unable to complete the functional test, including the self-test, sleep current measurement, active current measurement, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 during rewind test. The insulin pump had a pillowing keypad overlay.